Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus calibration failed. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the reported stylus calibration issue, the stylus was misaligned with the cursor on the display screen. Analysis also noted that the keyboard was damaged, the media door was damaged, the stylus had a small crack in the housing, cable bay was damaged, the lower handle was damaged, and the fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.